Event description:
Catheter was inserted and the balloon inflated to 6, well below burst pressure of 8. The catheter balloon burst circumferentially as opposed to the longitudinal rupture. The test was completed, however, pieces remained in the pt. The pt was taken to the or and the pieces of balloon fragments were removed. The pt did well and was discharged to home.